Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during event history log review by service. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Additional information: the user interface module software version is 5.04.00 baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted for peer review.

Event description:
The facility representative reported a colleague infusion pump with a 570.320.844.000 error code on channel c. The event was reported to have occurred upon power up in central sterile. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.